Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated this unit and found fault code #139 in diagnostics logs. This is a communication error between the power management board and executive processor board. After restart of unit this fault did not appear again. The fse completed pm and functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failed during the start-up procedure, it has freezed during the booting. The iabp was leaved over and another unit was used by customer.there was no patient involvement and no adverse event was reported.